Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided (no images provided). A device inspection was not possible since the affected device was not returned for investigation. Since data (revision surgery report) were provided, the opinion of a medical expert was sought and stated as following: "the root cause for this event is an adequate trauma caused by the patient falling and sustaining a proximal humeral fracture. This event appears to be related to the patient, based on the available information". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. . A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient-related issue. The failure was caused by the patient's fall which led to a proximal humeral fracture. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient experienced a traumatic humeral fracture/injury resulting from a fall. They underwent surgery on their left shoulder, specifically replacing the humeral stem. The revision surgery was necessitated by a left proximal humerus periprosthetic fracture with a loose stem and a left elbow laceration. Post-surgery, the subject completed physical therapy and was discharged with no lasting issues. The incident was assessed as unrelated to the device or procedure.

Event description:
The patient experienced a traumatic humeral fracture/injury resulting from a fall. They underwent surgery on their left shoulder, specifically replacing the humeral stem. The revision surgery was necessitated by a left proximal humerus periprosthetic fracture with a loose stem and a left elbow laceration. Post-surgery, the subject completed physical therapy and was discharged with no lasting issues. The incident was assessed as unrelated to the device or procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : the device disposition is unknown.